Event description:
The customer alleged a malfunction of the alarm system during pre-patient testing in which an alarmed for condition did not function. The nellcor puritan bennett customer support engineer verified the reported problem, inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.